Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that it was taking the patient 6-10 hours to charge every day or every other day and that the patient could not keep up with the demand. The rep tried to reprogram stimulation to alleviate there charging interval, but was unsuccessful. An ins replacement was being planned, but was not yet scheduled. No further complications were reported.